Event description:
It was reported that the patient went to the ER and had a pulse rate of 49 bpm. The patient's device was programmed off to rule out vns as a contributing factor. Per the reporter, he does not think the low pulse rate is due to the vns since it did not change much even after he turned off the device. The patient also had an episode of aspiration and was admitted to the hospital and intubated. Per the reporter, the patient has parkinson's disease, so there are a lot of health issues. Attempts for further information have been successful to date.